Event description:
It was reported to medtronic neurosurgery that a shunt revision was performed. According to the report, the distal end of the catheter was occluded. Once the doctor cut off this portion of the catheter, the shunt worked properly.

Manufacturer narrative:
Five centimeters of catheter was returned. The peritoneal catheter passed the patency check. However, proteinaceous debris was noted on the interior of the catheter. The instructions for use that accompany the device caution that the system may become internally occluded due to tissue fragment, blood clots, tumor cell aggregates, bacterial colonization, or other debris. A review of the manufacturing records was not possible as no lot number was provided.